Event description:
It was reported by the international distributor that a patient underwent a coronary catheterization procedure on an unknown date in which the mynx was used to close the femoral artery. It was reported that the physician (unknown training status) deployed the sealant at the arteriotomy. Following deployment, the physician allowed the sealant to swell and then he deflated the balloon. When the physician attempted to withdraw the catheter from the artery, it was observed that the sealant came out with the delivery system. The physician applied manual compression (unknown how many minutes) followed by an application of a femostop. The patient was reportedly to be fine. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.